Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy pump was returned for analysis in a good condition. During analysis, the reported "ec 1720" problem was able to be duplicated. This was noted to be power backup capacitor failure. The system is not reading the correct voltage on the backup cap and a repair or replacement is required. The failure is intermittent in nature but has been duplicated and is recorded in the event log numerous times. The reported event was noted to be caused by a faulty backup capacitor. Service will replace the backup capacitor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths cadd-legacy 1 pump displayed error code 1720. There was no patient involved.